Event description:
It was reported during the evaluation at bench it was discovered that the mx40 1.4 ghz smart hopping device had no audio. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone (B)(6). E1: reporter phone# (B)(6).

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound.based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed.the speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.